Event description:
The customer reported that the insulin pump alarmed button error and battery out limit. Customer stated that she got button error and was able to clear it and received a battery out limit. Troubleshooting was done. Customer's blood glucose was 146 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly. However corroded keypad traces noted during visual inspection. No unexpected button error alarm and no unexpected battery out limit alarms noted. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.